Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a cataract/vitrectomy combination procedure a system message displayed. The intraocular pressure (iop) display disappeared and when changed to fluid/air exchange (fax) the pressure displayed as 100 instead of the normal 30. The staff attempted to lower it manually however it returned to 100 again. The procedure was completed without product replacement. Although the pressure display could not be changed from 100, pressure 100 was not used on the patient's eye. There was no patient harm.

Manufacturer narrative:
Additional information is provided in h.6. And h.10. A customer reported that a system message (sm) displayed on the console after it was primed. The surgery was performed using the pack as it was. The intraocular pressure (iop) display disappeared and little dots like this (...) Were displayed instead. When the surgeon changed to fluid airgas exchange (f/ax), the pressure became 100 psi (when it would normally be 30 psi). When the surgeon tried to lower it manually, it returned to 100. Although the display did not return to the original numerical value, the surgery was completed without replacing anything. (Note: the pressure displayed could not be changed from 100. However, this pressure (of 100psi) was not used on a patient's eye.) The surgeon was still able to complete the surgery, despite the issues and there was no harm reported. Additional related information was requested but was not obtained. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. The customer did not request service at the time. After the reported event, the system was still used and the surgery could be completed with no problem. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on (B)(6) 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).